Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had a loss of sensing, loss of capture, low lead impedance, high thresholds/unstable/unmeasureable and oversensing present. The unipolar impedance was also higher than the bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.